Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro would not activate. The hospital switched the cord; however, the device still did not activate. The hospital switched the hemopro. They were able to complete the procedure, but the hemopro was still turning on and off intermittently. The replacement device was used to complete the procedure. The hospital did not report any pt complications. The maquet territory manager reported it is unk how many times the cables have been sterilized. The IFU recommends changing the cable after 20 sterilization cycles. This report is for the first device.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the device on 12/17/2009. The visual inspection revealed that there was a burnt mark on the cold jaw boot. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B) (4).